Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra meter read inaccurately. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient stated the alleged inaccuracy started on (B)(6) 2013. The patient does not recall the result obtained from the subject meter; however, he compared it against another device (one touch ultramini) in which he obtained a blood glucose result of ¿70 mg/dl¿, performed within 30 minutes from each other. During the follow- up call, an additional comparison was made where the patient alleged the subject meter read inaccurately high compared against his feeling and or normal results. On (B)(6) 2013, at 2:00 p. M., the patient obtained a blood glucose result of ¿276 mg/dl¿ with the subject meter. The patient manages his diabetes with an insulin pump and continued with his usual dose of insulin (unknown dosage) in response to the alleged inaccurate result(s). At 4:00 p.m. That same day, the patient stated he retested his blood glucose with another device (ultralink) and obtained a result of ¿40 mg/dl¿. The patient claims he has a condition where he ¿does not feel any blood glucose symptoms¿. He tried to retest his blood glucose with the subject meter and two other devices (ultramini meters); however, he was not able to obtain a result from the devices at the time. The patient stated he self treated with food and orange juice and his wife called emergency medical services (ems). When ems arrived, they tested the patient¿s blood glucose and obtained a result of ¿101 mg/dl¿ with the ems meter. The patient retested his blood glucose with his one touch ultralink and obtained a result of ¿104 mg/dl¿. The patient confirmed that he didn¿t received treatment from ems. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.